Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the deliver wire were kinked likely due to handling damages that limited the performance of the device during procedure. It was also observed that the main coil was severely stretched and broken. Additional information mentioned that the coil stretched during re-positioning of the coil and the patient¿s anatomy was noted to be very tortuous. It is probable that the coil stretched due to some procedural/anatomical factors encountered during use. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
During investigation of the returned coil (subject device), it was found that the main coil was broken. There were no clinical consequences to the patient.